Manufacturer narrative:
Additional information: b5 and b7. The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Four hours after the start of extracorporeal membrane oxygenation (ECMO) treatment, the doctor noticed that the patient had low blood oxygen levels. The patient¿s post oxygenation value (po2) was approximately 250 mmhg. After twenty-four hours, the patient¿s blood oxygen levels decreased more significantly, to approximately 150 mmhg. The doctor checked all connections verifying all parameters of the therapy; no failures were observed. As a result, the xlung kit was replaced with a new one and the treatment was continued without any further problems. After replacing the kit, post oxygenation values were reportedly 360 mmhg. Additional information was obtained through follow up. There was no patient injury or adverse effects due to the low po2 levels, and no medical intervention was required. Because the filling volume of the xlung kit 230 is approximately 670 ml, this was the estimated blood loss (ebl) incurred by the patient. There were no alarms from the novalung console, and none were expected. There were no issues with the vascular cannulas that could have contributed to the low po2 levels; the connections were checked and no issues were observed. The low po2 levels were not related to the patient's physiological response to ECMO. It was reported that the patient was on ECMO therapy due to acute respiratory distress syndrome (ards) from covid-19. There were no clots noticed in the xlung kit pump head, and nothing unusual was noted with the oxygenator. The pre-oxygenation pressure was 34.4 mmhg, post-oxygenation was 149 mmhg, o2 saturation was 72%, blood flow was 5000 ml/min, gas flow was 3.1 - 4 l/min, and fio2 was 100%. The sample was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Four hours after the start of extracorporeal membrane oxygenation (ECMO) treatment, the doctor noticed that the patient had low blood oxygen levels. The patient¿s post oxygenation value (po2) was approximately 250 mmhg. After twenty-four hours, the patient¿s blood oxygen levels decreased more significantly, to approximately 150 mmhg. The doctor checked all connections verifying all parameters of the therapy; no failures were observed. As a result, the xlung kit was replaced with a new one and the treatment was continued without any further problems. After replacing the kit, post oxygenation values were reportedly 360 mmhg. Replacement of the xlung kit resulted in approximately 500 ml of blood loss. Additional information was requested, however, to date a response has not been received.

Event description:
Four hours after the start of extracorporeal membrane oxygenation (ECMO) treatment, the doctor noticed that the patient had low blood oxygen levels. The patient¿s post oxygenation value (po2) was approximately 250 mmhg. After twenty-four hours, the patient¿s blood oxygen levels decreased more significantly, to approximately 150 mmhg. The doctor checked all connections verifying all parameters of the therapy; no failures were observed. As a result, the xlung kit was replaced with a new one and the treatment was continued without any further problems. After replacing the kit, post oxygenation values were reportedly 360 mmhg. Additional information was obtained through follow up. There was no patient injury or adverse effects due to the low po2 levels, and no medical intervention was required. Because the filling volume of the xlung kit 230 is approximately 670 ml, this was the estimated blood loss (ebl) incurred by the patient. There were no alarms from the novalung console, and none were expected. There were no issues with the vascular cannulas that could have contributed to the low po2 levels; the connections were checked and no issues were observed. The low po2 levels were not related to the patient's physiological response to ECMO. It was reported that the patient was on ECMO therapy due to acute respiratory distress syndrome (ards) from covid-19. There were no clots noticed in the xlung kit pump head, and nothing unusual was noted with the oxygenator. The pre-oxygenation pressure was 34.4 mmhg, post-oxygenation was 149 mmhg, o2 saturation was 72%, blood flow was 5000 ml/min, gas flow was 3.1 - 4 l/min, and fio2 was 100%. The sample was not available to be returned for evaluation.

Manufacturer narrative:
Additional information: d4 plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No nonconformities were found during review of the manufacturing records. The described situation (loss of functionality) is adequately addressed in the instructions for use (IFU). The functionality of the membrane lung should be monitored using blood gas analyses. Possible causes are inadequate blood flow, thrombosis and pseudo-membrane formation (e.g. Fat, fibrinogen or clotting products) inside the membrane lung. The problem can be solved by adjusting sweep gas and/or blood flow rates or by replacing the product. It is well known that covid-19 patients can have massive coagulation problems and present a hypofibrinolytic state which can result in oxygenation failure. Since the cause of the failure is presumably patient induced, it is highly unlikely to detect a failure in a retention sample. According to the provided data, the oxygenator performance decreased after a short period of 4 hours. This decrease in oxygen transfer performance could be explained by the patient's disease of covid-19 and ards. Covid-19 associated coagulopathy and inflammatory response disease is well known and most likely did cover the fibers for gas exchange, particularly in the first hours. A decrease of po2 was most likely caused by the patient's condition. In addition, it should be noted that checking oxygenation during extracorporeal circulation via the po2 value is common, but oxygen delivery (do2) and oxygen consumption should also be considered as parameters. The reported problem could not be reproduced, and the cause cannot be traced to the device. The reported event was related to the patient¿s condition.